Manufacturer narrative:
(B)(6). On (B)(6) 2017, an optical coherence tomography (oct) control was performed and the result was good. The patient condition is good. The patients dapt was changed to effient and aspirin. The patient stated that at the beginning of (B)(6) they were not compliant with the dapt treatment during some of the days. No additional information was provided. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the patient presented with a st-elevated myocardial infarction (stemi). The procedure on (B)(6) 2015 was to treat the mid and distal right coronary artery (rca). The mid rca was found to have stenosis 70-90%, with timi flow 3. The distal rca had an acute occlusion with timi flow 0. Both lesions were pre-dilated with 2.5x20mm non-abbott balloons. A 3.0x23mm absorb scaffold was implanted in the distal rca and a 3.5x28mm absorb gt1 scaffold was implanted in the mid rca. The distal rca was post-dilated using 2.5x20mm and 3.5x20mm non-abbott balloons and the mid rca was post-dilated using a 2.5x20mm non-abbott balloon. The final angiographic residual stenosis was less than 10%. The patient was placed on dual anti-platelet therapy (dapt) consisting of brilic and aspirin. On (B)(6) 2016, during the 6 month control follow-up, a 3.5x18mm absorb gt1 scaffold was implanted to treat a 70-90% stenosis in the proximal rca. During this follow up, there was no restenosis noted in the mid or distal rca absorb sites. On (B)(6) 2017, the patient was hospitalized with a stemi and thrombosis was found in the 3.0x23mm absorb scaffold implanted in the distal rca. Additionally, 2 of the struts were found floating in the artery lumen at the 2 absorb junction level. The thrombosis was aspirated and medical treatment was applied. No stent was implanted. There was no thrombosis in the proximal or mid rca absorb scaffolds.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. A cine was received and reviewed by an abbott vascular physician which concluded there was very late thrombosis of the absorb scaffold in the mid-rca occurring approximately 16 months post implant, successfully treated with thrombectomy and no balloon angioplasty or stenting. No comments can be made about potential causes of the thrombosis that could be attributed to the original index procedure since these films are not supplied. The investigation determined the reported scaffold discontinuity appears to be related to circumstances of the procedure as the discontinuities were the result of the scaffold resorption process which is expected by the design of the scaffold. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.